Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin delivery.